Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd was deployed. On the event date the patient was seen at the physician's office and was noted to be normal. The patient was later seen in the emergency room with a complaint of tenderness in the right groin. The patient was evaluated and found to have cellulitis. No obvious pus was seen, but the patient was admitted for further diagnosis. Wound cultures were positive for staph and the patient was treated with IV antibiotics. No further complications were reported.